Event description:
The clinician reports the implant was inserted (B)(6) 2017 in fdi 23. Details of surgery: implant surface not completely covered with bone. On (B)(6) 2019 loss of osseointegration was verified. Patient presented with bone type IV. The device was forwarded to the manufacturer. There were no patient operative or post-operative complications reported.